Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were awaken by the insulin pump making a high pitch noise. None of the buttons were working and the screen was blank. The customer's blood glucose level was 177 mg/dl. Troubleshooting was performed. They went to another location but the issue continued. They performed a 5-minute insulin pump rest but the issue persisted. They were advised to remove the battery for 2 hours and insert a new battery after the insulin pump rest. Troubleshooting was performed for the blank display. They inserted a new battery and the display returned. There was no clear indication if the audio anomaly was resolved. They were advised to monitor the insulin pump. The device will not be returned for analysis.